Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a mo.ma ultra cerebral protection device to treat a lesion in the common carotid artery. The lesion was reported to be calcified with little tortuosity. The mo.ma device was prepared and used as per the IFU. No resistance noted during advancement of the device to the target lesion. Once the mo.ma device was in body it was noted that the external balloon would not inflate. Device was removed and another mo.ma device was used. No clinical sequelae reported.

Manufacturer narrative:
Evaluation summary: during the pre-decontamination visual inspection the distal balloon was found internally bloodstained. During the analysis negative pressure was applied with a syringe on the proximal and distal balloon. The test did not show evidence of leak because of the presence of dry radiopaque solution in the inflation lumens. Once removed the obstructions, trying to inflate the distal balloon a leak was found. The analysis of the damage on the proximal balloon was conducted using a microscope. The magnification highlighted a pinhole on the distal balloon, above the exit of the inflation lumen.